Event description:
Additional information received reported that the patient's batteries were replaced due to normal battery depletion. For events occurring after replacement, including patient outcome, see MFR. Rep. # 3004209178-2012-03326 and 3004209178-2012-03327.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect, and it was unknown when the symptoms occurred. The patient had lost his balance the last couple of days and was having trouble walking. Only the patient programmer 9v light was on when it was used to interrogate the device. About 10 days later, the device was replaced, but the reason for replacement was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 748251, serial #(B)(4), (B)(6) 2006; product type extension, product ID 7438, serial # (B)(4); product type programmer, product ID 3387-40, lot # v002005, implanted: (B)(6) 2006; product type lead.